Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during the follow-up, that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded episodes of t-wave oversensing resulting in an inappropriate shock delivered. The inappropriate therapy seems to have been caused by multiple counting of qrs complexes. The programmed sensing vector was alternate 2x. A technical service (ts) consultant was asked to review device data. Ts advised on (B)(6) 2024; ts confirmed smart pass was disabled due to the patient asystole greater than 10 seconds. Ts advised that in (B)(6) 2023, the programmed sensing vector was already changed from secondary 2x to alternate 2x because of noise being over sensed by device, that led to inappropriate therapy. Ts provided recommendations for programming options, and monitoring of patient closely.